Event description:
During testing at the user facility, an e321 (battery charger timeout) error code was noted. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with an e321 (battery charger timeout) error code. This was due to the battery. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.